Event description:
Patient was found "down" at home; uncertain of downtime. At the time of the event the system controller generated a continuous audio tone and the red heart symbol was illuminated. It was noted that the green power symbol on the system controller was also illuminated. The patient was switching to batteries, compressions started and the system controller was switched out and there was no change in status of system controller or patient. The patient was taken to an outside hospital. It was noted that the system controller continued to alarm. When the patient arrived to the hospital he was placed on a power module and the vad coordinator noted an alarm to connect driveline. Three log files were submitted to the manufacturer (thoratec) for review. Suspected driveline fracture with pump failure. Patient was extensively resuscitated, placed on emco, but expired on (B)(6) 2015. An autopsy was performed on (B)(6) 2015.